Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 1 patient sample underfilled. Sample was recollected. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-oct-2025. The following field was updated due to additional information/correction: b5. Describe event or problem: "it was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 1 patient sample underfilled. Sample was recollected. There was no health impact or consequences reported." Investigation summary: bd received 115 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed. Additionally, 20 customer samples along with 20 retention samples from bd inventory, were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3 ml to 0.109 m, 1 patient sample underfilled and leaked. Sample was recollected. There was no health impact or consequences reported.